Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Prismaflex st60 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the drug flolan® (epoprostenol), which is not compatible with the polyethylene terephthalate glycol components of the prismaflex set, was reported to have been used during the reported leakage event. Per the set instructions for use, the drug should not be injected into the anticoagulation line as component damage can occur which may result in a leak. The cause of the event was determined to be related to user error. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the syringe line of a prismaflex st60 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.